Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/14/2013 - device evaluation: the pump has been returned and evaluated by product analysis 11/01/2013 with the following findings: the keypad was found to be fully intact; there was no damage observed. The complaint of the ok keypad button being intermittently unresponsive was not able to be duplicated; all keypad buttons responded appropriately. There was evidence of contamination found under the up arrow, down arrow and ok key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. A test display was inserted and found to function properly. Also unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn. During testing, the audio bolus button was intermittently unresponsive. The audio bolus button cover was removed and contamination was found under the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.